Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer¿s mother reported that her child received low readings while using the adc freestyle libre sensor. Customer received an unspecified low reading on the sensor and subsequently lost consciousness. Customer was taken to the hospital where a sensor scan result of 90 mg/dl was obtained in comparison to a reading of 585 mg/dl obtained on a hospital meter. Customer was diagnosed with hyperglycemia. Caller reported that a glucose injection was administered, however the sequence of events is unknown, and it is noted that the treatment with glucose is inconsistent with the diagnosis. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer¿s mother reported that her child received low readings while using the adc freestyle libre sensor. Customer received an unspecified low reading on the sensor and subsequently lost consciousness. Customer was taken to the hospital where a sensor scan result of 90 mg/dl was obtained in comparison to a reading of 585 mg/dl obtained on a hospital meter. Customer was diagnosed with hyperglycemia. Caller reported that a glucose injection was administered, however the sequence of events is unknown, and it is noted that the treatment with glucose is inconsistent with the diagnosis. No further treatment was reported. There was no report of death or permanent impairment associated with this event.